Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving an alert. Upon review, low out of range, high voltage lead impedance was observed. The patient was asymptomatic. The lead was explanted and replaced. No further information was provided.

Manufacturer narrative:
A partial lead with the distal tip measuring 45.3cm was returned for analysis. Internal insulation abrasion under the svc shock coil was noted at 20.9-21.0cm from the distal tip. The rv etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.